Manufacturer narrative:
The user experienced hypoglycemia after continued use of the ilet prior to the event while receiving automated insulin delivery. This situation can result in acute low blood glucose episodes and is consistent with the observed hypoglycemia prompting emergency department evaluation with monitoring only. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 08-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 43 mg/dl. The user presented to the hospital where the user was monitored without active treatment and discharged (B)(6) 2025. No long-term health effects were reported.